Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention on september 30th wherein the scs ipg was explanted and replaced. Therapy was restored postoperatively.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs ipg was intermittently communicating with external devices, but is otherwise operable and provides sufficient therapy. The patient expressed concerns regarding the device's age and stated that they may undergo surgical intervention to replace the device.